Event description:
After the completion of a cryoablation procedure, the patient had a pericadial effusion and approximately 500cc was drained from the pericardial sac. There were no further complications and the patient was discharged from the hospital on the day following the procedure, as per normal protocol.

Manufacturer narrative:
The device was not returned for investigation. Bin files were reviewed and do not show issues or system notice messages. Bin files show that at least 12 injections were performed with the catheter. There was no indication of product malfunction. This report will be recorded and trended.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.